Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced symptoms of tightness in her leg and spasms were returning. A pump alarm was heard; it was not confirmed by telemetry. On (B)(6) 2010, it was reported that the pt was getting locked out of boluses by the personal therapy mgr (ptm) when she shouldn't be. They had trouble with telemetry when using the physician programmer. The pt was going to be receiving an antenna to help with this. Ptm review noted 10 denied boluses; the pt did receive a bolus on (B)(6) 2010. There was a pump volume discrepancy at refill; the date was not reported. The actual residual volume was greater than the expected volume; the volumes were not reported. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The pt was doing "good" with the new pump. The device system was used to deliver compounded baclofen.